Event description:
Procedure: lap appendectomy. According to the reporter: the cartridge locked on tissue after firing and tissue was found attached to the cartridge. The surgeon used another handle and cartridge to continue the case.

Manufacturer narrative:
(B)(4). (B)(4).